Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction and mechanical driveline damage could not be confirmed through this evaluation as no images were submitted for review and the device was not returned for evaluation. A specific cause for the reported outflow graft obstruction could not be conclusively determined, however the mechanical driveline damage was attributed to user error during surgery. Additionally, the reported pump stop due to the driveline damage could not be confirmed as no log files were submitted for evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, sepsis, stroke, bleeding, other neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 also cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 of the IFU and section 4 of the patient handbook, ¿living with the heartmate iii¿, contain information regarding how to clean and care for the driveline. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears, and to call their hospital contact immediately if the driveline is damaged or might be damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 6 of the IFU, ¿patient care and management¿, lists infection and neurological dysfunction as potential late postimplant complications. This section (under "anticoagulation") outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Furthermore, section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU, ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) outflow graft partial thrombosis vs external compression, subarachnoid hemorrhage (sah), and bacteremia. The patient presented with fever, low blood pressure, and altered mental status (ams) on (B)(6) 2023 and was found to have a septic shock. Blood cultures taken on (B)(6) 2023 were positive for methicillin-resistant staphylococcus aureus (mssa) and were treated with vancomycin and cefepime. The patient then developed 2 embolic cerebrovascular accident (cva) to right middle cerebral artery (mca) territory, for which the patient underwent 2 catheter based thrombectomy procedure. The patient remained on aspirin 81 milligram however warfarin was on hold for surgery. It was felt that lvad outflow graft thrombosis was the source of embolization, and it was decided to surgically intervene to de-clot the graft which was done on (B)(6) 2023. The chest was left open due to bleeding and the patient was taken back to the operating room (or) on (B)(6) 2023 for a planned thoracotomy site debridement and wound vacuum assisted closure system placement. The lvad driveline was injured during surgery which led to a pump stoppage and subsequently circulatory arrest which necessitated peripheral venoarterial extracorporeal membrane oxygenation (va ECMO) cannulation. The surgical staff were unable to support the patient with va ECMO due to cardiac compression by the mediastinal hematoma seen by intraoperative transesophageal echocardiography (tee). Additionally, left ventricular venting was needed based on the tee findings. It was noted that a multidisciplinary decision was previously made which noted that the patient was declined for an lvad pump exchange due to non-compliance. Additionally, given the lack of durable support options and surgical technical impossibility in surgical left ventricular venting and hematoma evacuation, the va emco support flow couldn't be increased above 1.5 l/min. A joint discussion was held in the operating room with the cardiothoracic surgery team as well as the family and it was decided that the patient would undergo palliative extubation and be placed on comfort measures. The patient passed away due to congestive heart failure on (B)(6) 2024. It was noted that the device / device therapy did not worsen the patient's heart failure and it did not contribute to the patient outcome. The device operated as intended and an autopsy would not be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to congestive heart failure.